Event description:
It was reported that 3 17 inch ext set w/.2mf & vlv port sets were cracked and leaked while infusing "infliximab, daratumumab, ocrevus". The following information was provided by the initial reporter: "the date of the 3rd incident was (B)(6) 2021. The other 2 were in the last 2 months and unaware of date. I informed staff about this incident on monday and that¿s when I found out about others." "I¿ll circle on a photo where leak was. Drugs infusing infliximab, daratumumab, ocrevus. We didn¿t keep the broken filters and didn¿t record lot number as we had put packaging in bin."

Manufacturer narrative:
H.6. Investigation: a 20350e-0006 sample was not available for investigation of this feedback; however the customer indicates that a leakage was identified during patient infusion. The customer provided an image indicating the leakage was identified around the male luer component. In this instance a lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. The root cause of the customer¿s experience could not be determined in this instance. Without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the reported issue. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the 20350e-0006 set in the past 12 months.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 3 17 inch ext set w/.2mf & vlv port sets were cracked and leaked while infusing "infliximab, daratumumab, ocrevus". The following information was provided by the initial reporter: "the date of the 3rd incident was (B)(6) 2021. The other 2 were in the last 2 months and unaware of date. I informed staff about this incident on monday and that¿s when I found out about others." "I¿ll circle on a photo where leak was. Drugs infusing infliximab, daratumumab, ocrevus. We didn¿t keep the broken filters and didn¿t record lot number as we had put packaging in bin."